Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission. The device exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended.